Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (500 mcg/ml at an unknown dose) via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017 it was reported that the pump was alarming. Patient compliance was noted to be a factor that may have led or contributed to the issue. The patient did not have a pump printout to reference and was not having any symptoms of withdrawal. The managing physician¿s office was notified that the patient was hearing a critical alarm. Per office notes, the patient had their last pump refill on (B)(6) 2016. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2017 from a healthcare professional via a company representative who reported that the it was unknown why the pump had not been filled since (B)(6) 2016. It was unknown if the pump refill was missed or electively skipped. The pump was refilled on (B)(6) 2017 and the patient had a follow-up appointment on (B)(6) 2017. Additional information was received on (B)(6) 2017 and it was reported that the critical alarm occurring was the empty reservoir alarm. No further complications were reported/anticipated.